Manufacturer narrative:
The returned driver was evaluated. The tip was twisted to failure and fractured off. The tip was returned stuck within the screw head in which it broke off. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of the driver broke during surgery. There were no reports of patient injury or surgical delay associated with this event. Surgery was completed with another device.